Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was evaluated by olympus, and the tissue pad was confirmed to be peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the tissue pad likely fell off due to the following mechanism: 1. Part of the tissue pad peeled off because the seal & cut output was performed when nothing was gripped in the grip (including after the tissue was cut). 2. The tissue pad fell off because a load was applied to the peeled off tissue pad. 3. Since the tissue pad was peeled off, the grasping section and the probe came into contact. 4. The ultrasonic output was activated while the grasping section was contacting the probe causing a short circuit error. Also, this caused the probe to have contact marks. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ this supplemental report includes a correction to h4 from the initial medwatch. Also, an update has been made to d9 and h3. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ultrasonic surgical device tissue pad fell off outside of the patient's body. The issue occurred during a therapeutic radical rectal cancer resection. There were no reports of patient harm. User finished the case with another device.